Manufacturer narrative:
Additional information: d3: email: (B)(6). Phone number: (B)(6). G1/g2: first name: (B)(6). Last name: (B)(6). Phone number: (B)(6). Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with hcg-negative clinical serum samples. Results were read at 5 minutes and all devices yielded expected negative results. Retention products performed as expected during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined as the reported issue was not replicated. Per the package insert: · this test may produce false positive results. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine or serum specimens should not be used to diagnose pregnancy unless these conditions have been ruled out. · as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Additional information: d10:product received 4/13/20. H3: device was received by manufacturer. Investigation conclusion: an investigation was performed on retention and returned product from the reported lot number. Retention and returned devices were tested with clinical hcg-negative serum samples. Results were read at 5 minutes and all devices yielded expected negative results. All products performed as expected during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined as the reported issue was not replicated. The reported complaint was not replicated. A probable cause could not be determined based on the information available. Per the package insert: this test may produce false positive results. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine or serum specimens should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of investigation.

Event description:
It was reported that a patient was given an hcg test at a lab with a false positive result. The test was repeated 3x and gave a weak positive line. The patient stated there was no possibility of pregnancy and had taken medikinet cr (ritalin) to treat attention deficit disorder the day before. The patient also uses isotretinol. No confirmatory information provided. No other information is available.